Event description:
The reporter indicated the surgeon inserted the 12.6mm vticmo12.6 implantable collamer lens implanted upside down in the patient's right (od) eye. The lens was exchange for another same model lens and no patient injury was reported. Patient's last bcva was 20/20 .

Manufacturer narrative:
This product is manufactured in (B)(4) and is not marketed in the u.s. (B)(4). Work order search, device history record review. A lens work order search was performed and no similar complaints were found within the work order. (B)(4).